Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported, "swelling and pain. Gone to ae through nhs and thought was ruptured implant. Had an MRI. And it¿s not ruptured, it has a lot of fluid and took a biopsy". The device remains implanted. This record relates to the left side.